Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported the fluoroscopic image was degraded to the point of effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.